Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the right atrial (ra) and right ventricular (rv) channels. The noise was oversensed and led to inappropriate atrial tachy response episodes and inhibition of ventricular pacing. The pacing inhibition led to periods of asystole greater than 2 seconds in duration. During a follow-up all lead parameters were within range. Noise was recreated in the ra channel but could not be recreated on the rv. Device data was sent to boston scientific technical services (ts) for review. Ts reviewed the data and recommended performing a revision to determine the cause of the noise. A revision procedure was performed and this ICD was explanted. The explant was a competitor changeout and thus the device was not saved for return. The patient reported symptoms of dizziness but no additional adverse patient effects were reported.